Manufacturer narrative:
Investigation: the disposable set was received for evaluation. The set was visually inspected. There was a leak at the inlet line at the exit of the lower hex. No obvious manufacturing defects were noted. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Event description:
The customer reported that 181 minutes into a mononuclear cell (mnc) procedure, they received the alarm, 'leak detected in the centrifuge'. The procedure was stopped and the patient was disconnected. No medical intervention was necessary for this event. Patient identifier is not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
This report is being filed to provide information inadvertently omitted from the initial report. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: possible root causes of this failure, although not definitive, can be attributed to a misload of the set by the operator prior to running the procedure, an incomplete bond, or a breakage at a tubing bond.

Event description:
The customer declined to provide the patent identifier.